Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction via pump.

Manufacturer narrative:
Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.